Manufacturer narrative:
Details of complaint: the customer reported that they had a power outage and after this, nothing was being displayed on the cns. According to the customer, they have 2 startech adapter/splitters that go from each cns display and they split off to hdmi to other displays. Technical service (ts) had the customer removed the splitters so that both displays are connected to the cns, once this was done and the cns's were re-started, the units booted into the software. The customer also stated the time being off on the units so ts had the customer uncheck dst in time settings, start up type set to manual and stopped service status then rebooted the cns's. The units are working fine now, ts advised customer to contact biomed and have them replaced those splitters. There was no patient injury reported. Investigation summary: the root cause of the display issue was determined to be a degraded splitter coming from cns to the display. This was a third party accessory. The root cause of the time sync issue was determined to be incorrect settings for the time status on the cns. The overall risk of the display event, taking into consideration of severity and probability, is "medium". The overall risk of the time sync event, taking into consideration of severity and probability, is "low". The time sync issue does not require further investigation through CAPA process since the investigation determined this issue poses low risk. Investigation of the display issue determined that it poses medium risk. The reported issue does not require further investigation through CAPA process since the issue was found to be caused due to a third party accessory cable and not the actual nk device. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) /2021 emailed the customer via microsoft outlook for patient information: no reply was received. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that they had a power outage and after this, nothing was being displayed on the central nurse's station (cns).

Manufacturer narrative:
The customer reported that they had a power outage and after this, nothing was being displayed on the cns. According to the customer, they have 2 startech adapter/splitters that go from each cns display and they split off to hdmi to other displays. Technical service (ts) had the customer removed the splitters so that both displays are connected to the cns, once this was done and the cns's were re-started, the units booted into the software. The customer also stated the time being off on the units so ts had the customer uncheck dst in time settings, start up type set to manual and stopped service status then rebooted the cns's. The units are working fine now, ts advised customer to contact biomed and have them replaced those splitters. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they had a power outage and after this, nothing was being displayed on the central nurse's station (cns).